Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer's analysis found that the lower part of the display of the external pulse generator (epg) had two missing lines; the liquid crystal display (lcd) was defective. The epg was sent back to the customer un-repaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.